Event description:
Related manufacturer ref: 3004936110-2022-00603. During the implant procedure, when attempting to deliver the sensor, the wire position was lost from the target vessel. Multiple attempts were made to gain the position back but were unsuccessful. The delivery catheter was then opted to be replaced and upon removal from the patient, the sensor was noted to be loose on the delivery catheter. Following the replacement of the delivery catheter, the target vessel was then re-wired and the new delivery catheter was placed in the target location. When attempting to release the sensor from the delivery catheter, the sensor did not release. Multiple attempts with different methods were made to try and release the sensor from the delivery catheter, but ultimately the sensor was not able to be released. Further inspection revealed damage to the delivery catheter system, specifically one of the two cords was sheared off. A non-abbott guide catheter was placed over the delivery system and was able to cover one of the nitinol loops. All devices were then removed from the patient with no pieces being left behind. The procedure was then cancelled, and no adverse consequences were noted to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one catheter assembly with the hub cut separately and remaining delivery system containing one of the tether wires still intact with the sensor partially tethered was received for investigation. Additionally an individual tether wire and and thumb drive label tag was received for investigation. Visual inspection of the hub identified that a cut was made consistent with the reported event. Visual inspection of the skiving portion of the catheter identified that half of the tether wires remained intact in the delivery system with the sensor still partially tethered, which is consistent with the reported event. Visual inspection of the returned sensor identified no gross damage. Visual inspection of individual tether wires identified a fracture near the hub cap consistent with the reported event. The results of the investigation confirm that the reported event occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.